Manufacturer narrative:
Evaluation results: one used and decontaminated introducer needle cannula and hub enclosed within bubble wrap were returned for investigation. The customer also provided a photo of the needle cannula separated from the hub. Visual inspection revealed that the aluminum hub and the needle cannula were separated, thus confirming the complaint. The hub end of the needle cannula, (opposite the point), appeared to have a rough surface finish as compared to the useable length of the cannula.  This textured portion of the cannula was intended to be assembled to the hub of the needle. No occlusions were observed with either portion of the introducer needle (hub or cannula). Because the product code and the lot number were not provided, the introducer needle could not be identified with any certainty, therefore no further actions were taken. A one year complaint history review since june 2018  revealed no trends for this product and category. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that the entire shaft of the 1.5 inch needle remained in the patient as the provider attempted to remove the device. Only the hub came loose. The provider was able to resolve this issue by applying pressure to the surrounding tissues. This allowed the provider to grasp the needle shaft with a hemostat and remove the shaft from the patient. The patient was not harmed during this process. It was noted however that had the provider not been able to grasp the shaft of the needle to remove it, the patient would have required urgent exploratory surgery to remove it.